Event description:
On february 18, 1990, we purchased cardiac monitors in our (7) bed iccu. We have been working continuously for the past six months to correct a monitor problem. On different occasions an artificial pacemaker spike is detected on the monitor. This occurs whether or not the patient has a pacemaker inserted. Mfg. Informedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.